Event description:
The customer reported that they have had a staff member experience anaphylaxis reaction. The customer wanted to inquire if the item contained latex because the brochure shows it in fact contains latex yet the picture on the site says hypoallergenic.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no samples received for the investigation but per product specifications, the product does contain latex. Every carton of product does clearly indicate latex content. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.